Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the driver broke off in the blocker. The tip was removed and an alternate driver was used to complete the case. There were no reported patient impacts.

Manufacturer narrative:
The returned driver was examined. The tip was found to be fractured. The cause of this event can likely be attributed to off-axis forces. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during the procedure the tip of the driver broke off in the blocker. The tip was removed and an alternate driver was used to complete the case. There were no reported patient impacts.